Event description:
It was reported that the patient experienced increased spasticity. A non-critical alarm was heard and confirmed by telemetry. The alarm occurred due to the low reservoir volume being reached. The patient's pump contained baclofen (lioresal); concentration and daily dose were not reported. It was later reported that the patient was non-compliant with his refills over the past year. After the pump was refilled in 2009. The patient began to note spasticity was increased. The hcp thought the pump may be old so he wanted to replace it without device troubleshooting. When the surgeon opened the pocket, the catheter was coiled under the pump; it was uncertain if that was what was causing the symptoms. After removing the pump cerebrospinal fluid return was good. The pump reservoir volume in the pump was accurate. The hospital sent the pump to pathology. Per the reporter: "as far as I know the patient is doing well".

Manufacturer narrative:
Results: used for the catheter.